Manufacturer narrative:
The device was not returned; therefore, a physical investigation could not be performed. The review of the lhr (lot f1419503) indicated that the device lot met all established performance criteria prior to shipment. Based on the information provided and no returned device for physical investigation, the reported event could not be confirmed and the root cause could not be determined. However, it was reported by the facility that a pre-procedure femoral angiogram showed presence of pvd/calcium in the vicinity of the access site.

Event description:
The following information was reported: 6f 11cm super sheath, used mynxgrip (6f/7f) vascular closure device and balloon, manual compression was applied for 20 minutes, the patient was not hospitalized. Stick location: common femoral artery. Vessel size: 6mm. Procedure type: interventional peripheral.